Manufacturer narrative:
The report that the station drawer was not able to open was confirmed by the bd field service engineer and in agreement by the dchu investigation team based on investigation results. Visual inspection of the received pyxibus module controller observed thermal damage on the part¿s component; and electrical measurement of the pyxibus module controller noted a component to be shorted. A shorted board component is one of the symptoms of the issue of a station drawer not being able to open. No further testing was deemed necessary on the received part.

Event description:
The customer initially reported that when using the bd pyxis¿ medstation¿ es auxiliary, the drawer failed and was unable to be opened. Additionally, the customer reported there was no patient involvement, therefore there was no adverse event, harm, or delay. However, upon visual inspection under magnification of the returned device, thermal damage on the integrated circuit board was identified. Therefore, this case has been deemed reportable as a thermal event.